Event description:
Procedure: colon resection. Reportedly, the jaws were stuck on tissue and would not cut well. However, it was released from the tissue after repeatedly squeezing the handle. No additional patient injury was reported.